Manufacturer narrative:
The customer indicated the use of a non-qualified cartridge. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint; not enough information was provided from the account for further investigation. (B)(4).

Manufacturer narrative:
Product evaluation: the product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. A root cause has not been identified. (B)(4).

Event description:
A surgeon reported that a patient presented with postoperative uveitis with cyclitic membrane after an intraocular lens (iol) implant procedure. The uveitis persisted for three days. Moderate cellular damage was noted. The surgeon indicated that the procedure had been carried out normally. Additional information has been requested. This is one of two medical device reports for this facility.